Event description:
It is reported that the device was implanted in 2008, and revised in 2009. The surgeon states that the patient was complaining of discomfort in the knee clinically, and that radiographically the tibial component had lifted up laterally and slightly collapsed medially. After the incision was made, it was confirmed that the tibial component was grossly loose and was removed without resistance. There was no visible cement on the underside of the failed tibial component.

Manufacturer narrative:
The returned product exhibited lack of visible cement on the undersurface of the tibial component. The patient's height, weight, and activity level are unk. The most probable cause is improper cement technique. No operative notes were returned to confirm though. Based on the available information, a definitive root cause can not be ascertained at this time. Device history records indicate all components were manufactured and inspected to specification.